Event description:
It was reported to boston scientific corporation that a rotatable snare was being used when it broke and the snare popped off. According to the complainant, another snare was used to complete the procedure successfully (unknown device). There were no patient complications reported as a result of this event. The patients condition was reported to be "fine".

Manufacturer narrative:
The visual examination of the returned device revealed the sheath detached from underneath the strain relief. The cause of the inner sheath movement has not been determined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted.